Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged resulting in pacing failure and increased threshold. The rv lead was repositioned allowing for sufficient lead slack. No patient complications have been reported as a result of this event.